Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they experienced high blood glucose. The customer blood glucose level was 550 mg/dl at the time of incident and the customer¿s current blood glucose level was 280 mg/dl and 450mg/dl which was treated with manual injection. Customer experienced symptoms like vomiting. The product will not be returned for analysis.